Event description:
It was reported via a voluntary medwatch report that rhbmp-2/acs was used in a 360 lumbar spinal fusion procedure. An injury occurred and intervention was required. No additional information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.